Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that in iw980jeu wall mount infant warmer "does not recognize a known working probe when it's plugged in on the baby mode". This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
Ps53843. The complaint device is currently en route to fisher & paykel healthcare (fph) (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.